Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 20-jun-2018 with the following findings: the battery compartment was cracked above the bumper pad. A review of the black box history showed multiple call service 087 alarms. The issue was duplicated during power up. The call service 069 failure was written to the black box as a call service 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked and the pump emitted a call service alarm at power up. This report is made based on results of investigation completed on 23-jun-2018.